Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver passed a system check and while being programmed for patient use and not connected to wall air, it exhibited a "single compressor malfunction" alarm. This alleged failure mode poses a low risk to the patient because the issue was observed when the driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.